Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between ECG electrodes a and b. The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.